Manufacturer narrative:
The field service engineer replaced the gear pump and degasser. The calibration, qc, and alarm trace were requested but not provided. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable phos2 phosphate (inorganic) ver.2 result for one patient with the cobas 8000 c702 module. The initial result was 16.18 mg/dl. The repeated result was 2.73 mg/dl. The questionable result was not reported outside the laboratory. The repeated result was deemed correct. The reagent lot number was 482732. The expiration date was requested but not provided.